Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. Battery voltage was lower than expected.

Event description:
It was reported that during use of implantable pulse generator (ipg) an inquiry was received for reason of unexpected battery depletion. The ipg settings were re-programmed, the devices remains in use, and patient to be monitored during follow up visits. Additional information received indicated the ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Hybrid analysis confirmed the low battery voltage. However, after the power on reset, the device current drain shifted to a nominal level and the device was fully functional for the remainder of the analysis. If information is provided in the future, a supplemental report will be issued.